Event description:
It was reported to philips that the system was shut down on its own and unable to boot back up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot back. The review of system log files showed power loss error. Upon troubleshooting, the philips field service engineer (fse) found the issue with the mpdu. To resolve the issue, the fse replaced the mpdu and verified the system operation, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.